Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels and dehydration. Patient was checking sugar then administered a shot to bring bg down then went to the emergency room. They give patient an intravenous and insulin then waited and repeated to bring bg levels down then patient ate. The medications that was provided included humalog and intravenous fluids. Patient vomited. There were changes made to the patient¿s insulin doses but patient¿s father does not know what the changes were. The health care provider did adjust the basal program or pdm settings but patient¿s father does not know. Patient discarded the pod so device is not available for return.